Manufacturer narrative:
H10: the device was received for evaluation containing 39 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused. It was further reported that the pump was only half emptied and it was disconnected. The device was filled with 5% glucose and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.